Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was impacted, however the exact value was not provided. The contact stated that " the customer's blood glucose levels were not likely yet affected" multiple attempts were made to contact the customer with no success. The contact stated that the customer would use manual injections as alternate insulin therapy and contact health care provider.